Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised, loss of mobility:-right.

Manufacturer narrative:
Complaint database was reviewed and issue was addressed by (B)(4).